Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The device is used for treatment not diagnosis. It was reported the patient went to the emergency department with stroke symptoms. The pump was not returned for evaluation; patient expired and the device remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with strokes are an inherent risk that may be associated with use of the heartware system. Clinical factors that may have contributed to the reported event in this patient include thrombolysis therapy. The most likely root cause may be attributed to the patient's complex medical history and history of coagulopathy issues; patient had previously been treated for suspected thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately nine months and two weeks post implantation, the patient presented to the emergency department with stroke symptoms. He was found to have a severe embolic stroke of the left hemisphere. Support was withdrawn the following day and the patient expired.